Event description:
It was reported while unloading a patient from the ambulance, the safety bail allegedly did not engage with the floor hook and the cot lowered out of the ambulance unexpectedly. It was reported the patient was not injured; however, two medics are alleging injury as a result of the incident. Details of the injuries and required medical intervention have not been provided to date.

Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation at the complainant's site. Upon arrival the technician was able to confirm the alleged issue and found the patient right side screw on the middle safety bail bar was halfway out and was binding on the bar above it causing the safety bail to stay horizontal. The technician reported the screw was not damaged and he was able to tighten it. Post repair the bail bar was moving as intended. At the customer's request, a pm was conducted, all structural bolts and screws tightened and the unit was cleaned. And returned to service. Additional information from the complainant was provided reporting medic 1 sustained a back injury and medic 2 sustained a thumb/wrist injury. Both medics were seen by an ER doctor and received 2-3 days off work. It was found the cot had not received a pm service since the date of manufacture in july 2016. The IFU for the product contains recommendations for preventive maintenance as well as inspections of the cot for any loose hardware prior to putting into service. The IFU also provides instruction on visually verifying the engagement of the safety bail prior to pulling the cot from the ambulance.

Event description:
It was reported while unloading a patient from the ambulance, the safety bail allegedly did not engage with the floor hook and the cot lowered out of the ambulance unexpectedly. It was reported the patient was not injured; however, two medics are alleging injury as a result of the incident. Details of the injuries and required medical intervention have not been provided to date.